Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, a cutting balloon shaft detachment occurred. The target lesion was 90% stenosed with moderate tortuousity and calcification located on the right side below the knee. A 4.00mmx1.5cmx140cm s-pcb flextome mr cutting balloon was selected for preparation. When removing the balloon's protective sheath, resistance was encountered and the physician forcefully pulled on the device causing the shaft to become detached at the guide wire exit port. This occurred outside of the body with no patient contact. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: an examination of the returned complaint device found that the device was returned in two pieces. A visual examination of the returned device noted that the device was detached at the guide wire exit port. The protector cap was on the balloon of the device. The protector cap was removed without issue. A microscopic examination of the balloon observed that all blades and balloon material were in the correct channels of the protector cap and there was no damage noted. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).